Event description:
The customer reported low anion gaps generated on the customer's dxc (dxc 600 pro, part number a25639 and serial number (B)(6)) that repeated higher on another instrument (alternate instrument information not provided). Anion gaps are typically calculated from sodium (na), potassium (k), chloride (cl), and/or carbon dioxide (co2) results. The exact number of erroneous low anion gaps was not provided. Customer stated that the results were not reported out of the laboratory. There was no report of change to patient treatment or management in connection with this event. Customer changed the electrodes including co2 and co2 reference; however, issue was not resolved. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
A1: the full identifier for this event is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess system performance. While onsite, fse suspected deteriorating carbon bridge and worn out modular chemistry sample syringe and sample syringe t-valve were causing the issue. Fse replaced the t-valve, sample syringe and carbon bridge which resolved the issue. In conclusion, the cause of this event is a hardware malfunction.